Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that radiopaque marker separation occurred. A .038 accustick ii w/o introducer sheath was use in a percutaneous biliary procedure. Upon withdrawal of the accustick ii w/o introducer sheath out over the wire and the device was coming out from the fascia layer of the skin and removed everything, the radiopaque marker was seen separated from the accustick ii w/o introducer sheath and was over the wire in the track of subcutaneous layer of the skin. The physician had to use a forcep in order to remove the radiopaque marker band. The procedure was completed with the same device, no patient complications were reported.